Event description:
A pt had a capillary blood sample taken by the american red cross using an owen mumford unistik 2 device. Following use a small part of the lancet needle was apparently left within the pt's finger. The red cross technician removed the foreign body from the pt's finger and discarded. The unistik 2 device was also discarded. The red cross stated that no harm was done to the pt.